Manufacturer narrative:
Retainer ring = black. Unit received with a blank display. During visual inspection and found moisture damage on the electronic assembly, battery connector, motor. Perform brush cleaning with the isopropyl alcohol and cleaning up all corrosion on the pcba1 and powered the pump on using the battery simulator and the unit powered up normally or no blank display noted. The original pcb 2 was removed and installed in a test pcb 1, case, internal battery and motor. Powered the pump on using the battery simulator, unit powered up normally or no blank display noted. In conclusion, the unit with a blank display due to moisture damage on the pcb 1. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the blank display. Unit had cracked battery tube threads, cracked case corner of belt clip rails, display window cover missing, label damage. The unit p-cap / test reservoir locks in place properly and no anomaly noted. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump was cracked. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.